Event description:
This report is based on information provided by the remote service engineer rse and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device charge circuit was not functioning. The customer tested with 3 different batteries and 3 different psus (power supply units), but still the battery does not charge. There was no reported patient involvement.